Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: (B)(4), implantable pulse generator, 2005 (B)(6). (B)(4).

Event description:
It was reported that the implantable pacing lead was "not working". No additional information is available at this time. The status of the lead is unknown. No patient complications have been reported as a result of this event.